Event description:
Customer went to physician's office to be assessed for "an illness". While there, nurse checked customer's glucose on a ms optium meter and compared results with a laboratory meter. Lab meter reported a reading of 601 mg/dl versus the adc meter reading of 269 mg/dl. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. The customer was admitted to hospital and was diagnosed with diabetic ketoacidosis. It is unknown what treatment was rendered to ameliorate customer's symptoms.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.